Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " I've been feeling an electrical shock on monday night, over my shoulder blades, and my chest hurt, it moved around from where it was. It moved about five inches about two months months after it was implanted. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.